Event description:
It was reported that there was oversensing and high impedance on the right ventricular (rv) lead. It was also reported that the rv lead was fractured. The device was inactivated to prevent inappropriate therapy and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with five ventricular non-sustained tachycardia episodes less than or equal to 200 ms on (B)(6) 2012. There were two ventricular fibrillation episodes less than or equal to 150 ms average ventricular cycle on (B)(6) 2012. The lead integrity alert triggered and the programmer data shows one lead integrity alert on (B)(6) 2012. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012.